Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. The further analysis of the lead demonstrated an abrasion of the lead's outer insulation. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was explanted as it was not pacing as required. A new ra lead was implanted. To date, no additional adverse patient effects have been reported.